Event description:
Ventilator screen went blank, ventilator continued ventilating properly, no changes in vital signs. Called co-rt to bring a new vent. Switched vent within 5 minutes of initial occurrence. No respiratory distress noted during this time. Patient tolerated vent changes with respiratory distress. Ventilator with black screen pulled aside for biomed. FDA safety report ID# (B)(4).